Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-00575 and 1225714-2014-00576.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are: 1225714-2014-00575 and 1225714-2014-00576. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received alleges that the pt experienced the sudden cardiac event and expired within twenty-four hours of dialysis. It was further alleged that this event was caused by the pt's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.